Manufacturer narrative:
Product not returned for eval. Issue described to agency.

Event description:
Patient reported display screen went blank and did not respond to button presses. The power pack had been in use for approximately one month. She stated the infusion device sounded as if it were in "fast forward." She replaced the power pack and the infusion device worked "fine". Patient did not report any physiological effects associated with this issue. No medical assistance was required. Product will not be returned for evaluation.